Manufacturer narrative:
The reported device was returned to conmed. The device is still under investigation. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The conmed representative reported on behalf of their facility that the sn-uac, universal monopolar cord, made a "pop" noise than a spark during a polypectomy via colonoscopy on (B)(6) 2019. The cord was attached to a snare, the part of the cord that plugs into the snare burned off. The coagulation settings were 15. There was no patient or user impact or injury. The procedure was completed, although not as planned. Another cord was used. This report is being raised on the basis of device malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Complaint confirmed. Received one sn-uac in opened original packaging. Lot number was able to be verified. Performed a visual inspection of the device, the sn-uac cord had burned in half at the end closest to where you connect the snare. The insulator was stripped off to expose the wires where it had burned and there were not any signs that the burn traveled down the wires. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following; - these devices are designed for 100 repeated uses when utilized in accordance with the validated instructions. - care in use and handling can extend useful life. - these devices should never be used when there is visible evidence of damage to the exterior of the device such as cracked plastic or connector damage. This issue will continue to be monitored through the complaint system to assure patient safety.